Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV discovered during the explant surgery. Device was explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV discovered during the explant surgery. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell, red encapsulation and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease smooth, one opening striated, wear abrasion and one opening crease sharp. Based on the device analysis the final assessment is: a crease sharp edge broken in the side radius assessed as fold flaw opening. A crease sharp edge broken in the side radius assessed as fold flaw opening. One opening striated in the side radius assessed as surgical damage. Missing shell assessed as inconclusive.